Manufacturer narrative:
The reported complaint was confirmed via the data logs. Per the log analysis, the system was powered up on 04jun2020. The system remained powered up until 11sep2020 when the central control monitor (ccm) reported an 'error process gui died'. This will cause a 'system computer needs service' message to display on the ccm. This will also cause a 'no system computer' message to be displayed on the pumps as reported. The system was at the main splash screen when the error occurred and there was no user activity. Leaving the system on for over three months could have caused the issue. There most likely is no hardware issue with the ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the heart lung machine (hlm) is left on all the time. The hlm was rebooted and the message went away. The field service representative (fsr) could not verify the reported issue. He preformed mechanical, electrical and visual testing. The fsr recommended that the end user follow the proper power down procedure after each case or once a week. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message and the roller pumps displayed a 'no system computer' message. There was no patient involvement.